Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient didn't even know how to use the machine. The patient stated they were trying to connect to their settings to see if they could turn it up but they couldn't get anything on the screen. The patient stated they were never trained and "your book (of instructions) is horrible." Patient services walked the patient through connecting the handset to the communicator. Initially the patient was seeing the not found communicator message. The patient stated they saw communicator blue light go solid blue, but the screen still said 'not found'. They then stated they saw a screen that told them to charge their communicator and the patient confirmed seeing a yellow communicator battery light. Patient services reviewed the meaning of the yellow light and that the patient would need charge the communicator before they could connect to see their settings. The patient stated they'd been uncomfortable the whole time with this implant and that it never happened with the other two implants. They went to the doctor once because the surgical area was hurting them, and the doctor said the stitches came out and then they continued to hurt and they were told they had an infection so they gave the patient keflex. Then the patient went back the other day, and they told the p atient they had a cyst in the area so they were just complaining because they had been uncomfortable all the time and they were pretty angry right now. The patient stated they had to go back next week for the doctor to cut out the cyst next wednesday (B)(6) 2023. The patient confirmed they were not having the implant removed at that time, just the cyst. The patient was going to charge their communicator and call back for assistant in connecting to their settings. Documented reported event. No further action was taken by patient services.